Manufacturer narrative:
The investigation of the returned coil system confirmed the implant was severely stretched at the proximal end and detached from the pusher. There was no evidence of thermal detachment attempts on the pusher's heater coil. The pusher's monofilament exhibited a stretched tail shape at the attachment bond, indicating the device was subjected to excessive force that exceeded the strength of the monofilament; however, the conditions or circumstances that led to the damage could not be identified.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an internal carotid artery (ica) aneurysm, the embolization coil detached in the microcatheter. The coil was removed in its entirety together with the microcatheter from the patient. There was no reported patient injury or additional intervention.